Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4).the complaint is under evaluation.a follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in ireland:"underinfusion"according to the customer:"patient being administered a blood transfusion over 3.5 hours. All settings on pump were correct and checked, at the end of infusion, approximately 50% of blood product had not infused.action taken: transfusion completed by using another pump.date of incident: (B)(6) 2022type of injury: noneinjury details: nonelocation of device: quarantined."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files at 2022-07-14 (date of the incident) was investigated. At (B)(6) 2022 12:54 pm a space line was inserted. The rate was set to 85 ml/h and the vtbi to 251 ml. Then the infusion was started. Between 12:54 pm and 13:03 pm the infusion was interrupted several times by an upstream alarm (reason for those alarms could not be clarified). At 13:03 pm the space line was taken out and inserted back in. Then the infusion was started again and was stopped by reached the set vtbi at 15:55 pm. Furthermore, there are no anomalies inside the history files. A visual inspection was performed. The device showed liquid residues at the outside and age-related signs of wear and tear, but no visual damage. A functional test was performed. The device passed the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. For checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,46 bar (should be: 0,1-0,7 bar). Pressure stage 9: is: 1,24 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 1,98 bar (should be: 1,8-2,5 bar). Pmin: is: 1,64 bar (should be: >1,5 bar). Safety clamp was checked:. Pmin: is: 1,91 bar (should be: >1,2 bar). The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). (Accuracy of set delivery rate should be: (B)(4) according to iec/en 60601-2-24) . The device matched the required values and standards. All measured values were within our specification. During the investigation no faults could be detected, to investigate the inside, the device was disassembled complete. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.